Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with a full breach outer insulation degradation 18.4 to 18.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.